Event description:
Procedure type: prolapsectomy. According to the reporter: the unit did not place staples for half of the circumference. Pt injury occurred. A new intervention was necessary. The procedure had to be converted from laparoscopic to open. The surgeon had to convert from loco-regional to general anesthesia and a median laparotomy, ultralow resection of the rectum with manual colon-anal anastomosis. A laparatomy in the fifteenth day and temporary colostomy anastomosis for colon-anal filtering was performed using manual suturing. The surgery time was extended for 30 minutes. There was bleeding of 250cc and an extension of the surgical incision of 2.5cm. Prolonged hospital stay occurred. Performed pharmacological treatments.

Manufacturer narrative:
(B)(4).